Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a gauze sponge. The customer states that the threads from the gauze are loose and coming apart from the pack of gauze posing a risk and remaining in the surgical incision site. The customer reports this has occurred during a general hernia procedure. The surgeon stated that he will remove the pieces that he can see and then he will irrigate the opening to hopefully flush the piece out. The pt has not been given medication as a result of this. The surgeon further stated that if you just brush the gauze with your hand about 8-10 pieces of gauze come out.